Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a watchman delivery system with the implant outside of the sheath and detached form the core wire. Analysis of the implant, core wire, tip, sheath and hub/valve included microscopic and visual inspection. Inspection revealed anchor damage, tip damage (tricuts flared/abrasions), sheath damage (abrasions), and numerous kinks (buckling located 8cm from the tip). Inspection of the rest of the device found no other damage or defect.

Event description:
It was reported recapture difficulty occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned in the laa and a 30mm watchman laa closure device and delivery system (wds) was advanced into the was. The closure device was deployed, but it was too distal. During the recapture, severe resistance was felt. Based on the echocardiogram image, it was noticed that the laa tissue was being pulled as the closure device was attempted to be recaptured. A full recapture was performed after deploying the device slightly and removing the tissue from the device. The laa tissue was attached to the anchor of the device when it was removed from the patient's body. An effusion check was performed, but no pericardial effusion was observed, and there was no change in patient's vital signs. The procedure was completed successfully with a 33mm watchman laa closure device. There was no pericardial effusion observed in the effusion check after the procedure was completed.

Event description:
It was reported recapture difficulty occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned in the laa and a 30mm watchman laa closure device and delivery system (wds) was advanced into the was. The closure device was deployed, but it was too distal. During the recapture, severe resistance was felt. Based on the echocardiogram image, it was noticed that the laa tissue was being pulled as the closure device was attempted to be recaptured. A full recapture was performed after deploying the device slightly and removing the tissue from the device. The laa tissue was attached to the anchor of the device when it was removed from the patient's body. An effusion check was performed, but no pericardial effusion was observed, and there was no change in patient's vital signs. The procedure was completed successfully with a 33mm watchman laa closure device. There was no pericardial effusion observed in the effusion check after the procedure was completed.